Event description:
This pump was sent in to baxter for service where a failure code 570 occurred during a service repair.

Manufacturer narrative:
Eval summary: the failure code 570 which occurred during service was confirmed. Results indicate that the failure was due to a depleted battery.